Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. Consumer not responding to multiple contact attempts.

Manufacturer narrative:
Consumer stated they experienced a hole in their tooth. Date of event is approximate.

Event description:
Consumer called stating that while brushing their teeth, they hit their tooth with the toothbrush handle which resulted in a hole in a tooth.